Manufacturer narrative:
The device is available for evaluation; however, has not been received. The investigation is pending.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that black specks were found in the IV tubing set drip chamber. There was no patient involvement or harm.